Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 open and used staplers. Analysis and results: there is one previous complaint regarding the same issue of this code-batch. There are no units in our stock. We have received two open and used staplers. Visual inspection of the returned staplers returned stapler 1: the 27 pieces of staples were still inside the cartridge and in line correctly. Some blood were observed on the cartridge. The latch was hooked properly. Returned stapler 2: the 22 pieces of staples were still inside the cartridge and in line correctly. Some blood were observed on the cartridge. Latch was hooked properly. Returned stapler 3: the 17 pieces of staples were inside the cartridge in line correctly. Some blood was observed on the cartridge. The latch was hooked properly. Returned stapler 4: the 27 pieces of staples were inside the cartridge and not in line because the latch was unhooked. Some blood was observed on the product. Reproducibility test - staple release test of four used staplers. Stapling release test with the returned staplers before disassembling. For returned stapler 1, 2 and 3: reproducibility was not observed with the returned stapler 1, 2 and 3. The remaining staples of these staplers were released without any problem. Stapling function performed properly. For returned stapler 4: reproducibility was observed with the returned stapler 4 due to unhooked latch. Stapling release test with the returned stapler 4 with replaced component such as anvil and hooked latch after disassembling: all the staples were released without any problems. Stapling function performed properly. Disassembled components check of the returned staplers. For the components of the returned stapler 1, 2 and 3: slightly rounded edges/corners of the anvils were observed. No problem was found with the measured values of each component of the three returned staplers. For the components of the returned stapler 4: rounded edges/corners of the anvil were observed which was worse than the three returned staplers. No problem was found with the measured values of each component of the returned stapler 4. As the results of the investigation, no problem was found with the production record or measured values of each component. Reproducibility was not observed on the three returned staplers 1, 2 and 3. However, reproducibility was observed on the returned stapler 4 due to unhooked latch and rounded edges/corners of the anvil. It is highly probable that an unexpected overload of pressure was applied to the product especially the returned stapler 4 during application and some of the components were damaged which caused the malfunctioning under an unexpected situation. Final conclusion: although reproducibility was observed on returned stapler number 4, it has been observed that probably an unexpected overload of pressure was applied to the product during application and some of the components were damaged causing the malfunctioning under an unexpected situation. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. This report is being submitted late due to mis-interpretation of 2 year presumption acknowledgement and agreement by FDA. Once issue was identified, retrospective review of complaints was completed from time of 2 year presumption implementation to present. All reports identified are being reported.

Event description:
Country of complaint: portugal. The staple when applied, both ends of the staple should be concentric. On defective machines, one tip is concentric, the other is not concentric"